Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an air line issue. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
When a getinge field service technician arrived on site, he spoke to biomedical engineer peter tran, who stated he tested the a line with a different transducer, and it worked. The machine was put back into service, and unavailable for a getinge fst to inspect. No service was provided. A getinge fst stated the problem was not with the machine, it was with the disposable transducer customer plugged in to it. Customer's biomed is not trained on this machine, they have no way to retrieve the logs. Therefor, we can conclude there is no more repair information if any available to us as this time. H3 other text : device was not available for evaluation.